Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue ¿was not turning on¿ was reproduced as an inoperable keypad. Evaluation observed the setup key to be nonfunctional. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed keypad which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the setup key was not functioning. No additional information is available.